Event description:
It was reported that a user made incorrect meal announcements on the ilet bionic pancreas and was assisted with a factory reset; the user uses teflon infusion sets and a dexcom g7 sensor. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, while a usage problem was identified related to improper or incorrect procedure or method, with relevance to accidental meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.